Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50's (mg/dl). The customer declined to provide additional information or perform troubleshooting with tandem technical support.